Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, when suturing the dura mater, the silk thread broke, which affected the progress of the surgery. Changed another one to complete the surgery. There were no patient consequences reported. No further information is available.